Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2013-02434, #3005099803-2013-02435, and #3005099803-2013-02665 for a description of the other devices. It was reported to boston scientific corporation that three excelon transbronchial aspiration needle devices were used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician performed the first pass of the lung transbronchial needle aspiration with success; however, when trying to do a second aspiration the needle could not be retracted back into the catheter. Reportedly, the needle would pop out of the catheter, but wouldn¿t retract back in. This occurred with the first two devices (refer to manufacturer¿s report 3005099803-2013-02434 & 3005099803-2013-02435). A third excelon transbronchial aspiration needle was tested outside the patient, the needle could be extended but had resistance retracting back into the catheter (refer to manufacturer¿s report 3005099803-2013-02665). No damage was noted to any of the devices. Another excelon transbronchial aspiration needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as ¿no damage.¿

Manufacturer narrative:
Visual inspection found that the needle was retracted when received. The handle was in the retracted position. When attempting to actuate the handle, it could not be actuated. The distal end of the needle was stuck on the proximal side of the distal stop. The needle would not extend. The distal end of the sheath was pulled straight, and the needle was placed back in position. Then, the handle was actuated, and the needle extended and retracted without issue. The complaint of the needle being difficult to retract could not be confirmed. Based upon the device analysis, a definitive root cause for the reported event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
This MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2013-02434, #3005099803-2013-02435, and #3005099803-2013-02665, for a description of the other devices. It was reported to boston scientific corporation that three excelon transbronchial aspiration needle devices were used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician performed the first pass of the lung transbronchial needle aspiration with success; however, when trying to do a second aspiration the needle could not be retracted back into the catheter. Reportedly, the needle would pop out of the catheter, but wouldn't retract back in. This occurred with the first two devices (refer to manufacturer's report 3005099803-2013-02434 and 3005099803-2013-02435). A third excelon transbronchial aspiration needle was tested outside the patient, the needle could be extended but had resistance retracting back into the catheter (refer to manufacturer's report 3005099803-2013-02665). No damage was noted to any of the devices. Another excelon transbronchial aspiration needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "no damage."

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.